Manufacturer narrative:
Device is a combination product.

Event description:
(B)(6). Clinical study. It was reported that patient experienced angina. In (B)(6) 2019, the patient was referred for cardiac catheterization and index procedure was performed on the same day. The target lesion #1 was located in the distal circumflex (cx) artery with 90% stenosis and was 30mm long, with a reference vessel diameter of 2.5mm. The target lesion #1 was treated with pre-dilatation and placement of 2.50mm x 32mm promus priemier stent. Following post dilatation, the residual stenosis was 0%. Four days after, the subject was discharged on aspirin and other antiplatelet medication. In (B)(6) 2019, 17 days post index procedure, the patient was noted with unstable angina pectoris and led to hospitalization. No medical treatment was made and three days after the event, the event was considered resolved.